Event description:
A customer reported to baxter colombia a solution administration set with a brown stain inside the drip chamber. The event occurred before use. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and revealed a brown stain inside the drip chamber. The reported condition was confirmed. The root cause was undetermined.